Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence & reported problem are consistant with that of an iab which became entrapped & needed to be surgically removed from the pt. The smooth-edged membrane penetration(s) most likely resulted duirng balloon removal from the pt when the iab came in contact with a sharp-edged instrument. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutanteous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been reported in literature & has been experienced by users of intra-aortic balloons. Co therefore urge the user, as we have in our instructions, to discontinue pumping & consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, the user is advised to call for a vascular consultation, as was done in this case.

Event description:
After intra aortic balloon pump for one week, the doctor had difficulty removing the intra aortic balloon and the intra aortic balloon was surgically removed. A hard clot was noted in the balloon when the intra aortic balloon was removed. No alarm sounded from the pump. On 6/17/98, datascope was notified that there were no further complications. (Event complications: the intra aortic balloon was entrapped/surgically removed) - reported 6/12/98. (Pt's current status: unk - reported 6/12/98.)